Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected failed battery alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power loss alarm. The customer¿s blood glucose level was 248 mg/dl at the time of the incident. Troubleshooting was performed. The customer was advised that the insulin pump needed to be and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.